Event description:
Reporter indicated that he believed the patient's vns device was malfunctioning. It was reported that the patient's vns device had been turned off for approximately 6 months. Further follow up with the physician revealed that the patient wants to have the vns device explanted due to pain. The physician reported that the patient has pain when he attempts to turn the vns device stimulation on. Device diagnostics have not been completed as the patient cannot tolerate the stimulation.